Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. Radiographs provided indicated a change in contour of the hinge post, potentially indicating fracture, however, this could not be confirmed. The device history records were reviewed and no discrepancies were identified. Per the package insert, pain and dislocation are known potential adverse effects of the procedure. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen rotating hinge knee modular tibial component, catalog #: 00588000102, lot #: 64100323. Nexgen stem extension 11mm x 145mm, catalog #: 00598801011, lot #: 64223627. Nexgen rotating hinge knee articular surface with hinge post extension size b, catalog #: 00588002012, lot #: 63988111. Nexgen all poly patella 26mm, catalog #: 00597206526, lot #: 63518713. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent a closed reduction of the right knee to address displacement of the hinge less than four (4) months following knee arthroplasty. The patient is doing well post-operatively and no additional consequences were reported. Attempts have been made and no further information has been provided.